Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the catheter. The lead was repositioned and remains in use, though the physician noted that there was resistance from the lead while inserting a stylet into the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).